Manufacturer narrative:
A comprehensive investigation was immediately conducted on discovery. No substantial deviation was identified and all records purport the product was mfg and distributed sterile in compliance with FDA, state, local, and mfg operating procedures. There was no report of device failure at the time of surgery.

Event description:
Patient underwent hernia repair on (B)(6) 2014 with acell device used as an underlay. Patient returned on (B)(6) 2014 with complaints of abdominal pain. Scans showed a seroma was present, patient was admitted and a drain placed. A small amount of fluid was aspirated. Symptoms resolved and patient was discharged.